Event description:
After about a week, following my tmj concepts bilateral total joint surgery on (B)(6) 2009, I noticed excessive bruising (bluish and purplish color) in the fat grafting stomach area. I brought this to my surgeon's attention, but he simply stated bruising is common. Approx three to four weeks following the surgery when I arrived back home, I noticed massive/painful stomach swelling. I contacted my surgeon and he stated that possibly a seroma could have developed and he informed me to see a plastic surgeon in my area. My plastic surgeon confirmed that I did have a seroma which was a result of blood vessel damaged during the fat grafting procedure by my surgeon. She stated that this is normally caught within a week of surgery and also stated that a tight band should have been kept on the fat grafting site for longer than two days to prevent this from happening. She attempted to drain the seroma numerous times and put me on an antibiotic to prevent an infection. About a week later, I went to the ER and was admitted into the hospital for two nights due to severe stomach pains and again the hospital tried to drain the seroma and this failed. I then went to the cvir unit of the hospital to put a draining bag in place to drain the seroma. I made weekly visits to the cvir unit due to pain and they made one attempt to put in alcohol into the seroma to see if this would dry it up. This also failed and eventually a blood clot developed not allowing the seroma to drain at all and an emergency major stomach surgery was performed on (B)(6) 2010 to remove the seroma. I had to stay in the hospital for a few nights and eventually was released to recover at home. I had to wear a surgical girdle for 3 months following this complication surgery. The plastic surgeon stated the seroma was spreading from one side of the stomach to the other side.